Manufacturer narrative:
(B)(4). This lead was capped on (B)(6) 2016 and replaced.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead displays high, out-of-range impedance and thresholds. There is issues with capture as well. There is a potential conductor fracture. The lead remains implanted at this time. Should additional information become available, this event will be updated.